Event description:
A perforation and pericardial effusion occurred. It was reported that a nrg transseptal needle was selected for atrial fibrillation (a fib) procedure. During procedure, initially the case was normal, access was good, when they went for transeptal everything seems good and no effusion was noted prior to transeptal. The physician did go into the left atrial appendage with the non-boston scientific mapping catheter at one point. It was exchanged the mapping catheter for 31 mm farawave catheter, and it was normal. They proceeded with ablation and normal. Again, they exchanged the mapping catheter. After completion of post mapping, it was noticed the patient pressure was low. It was checked on ice and was noted an effusion which took out a large amount of fluid, and it was decided that more extensive intervention was required. Pericardial effusion drain and open heart repair. The CT surgery team came to 'open up' the patient and found hole in the patient left atrium roof. They had to open the chest to repair an actual hole in heart. The patient was doing well and expected to fully be recover.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was not available because device was discarded. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information. Good faith effort attempts to try and retrieve additional details regarding the reported event are in progress, but further information was unable to be obtained. If there is any further relevant information obtained, a supplemental medwatch will be filed.